Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements with loss of capture and high out of range pacing impedance measurements of greater than 2000 ohms. A fracture was suspected. A revision procedure was performed where the rv lead was tested on a pacing system analyzer (psa) and yielded the same high out of range pacing impedance measurements. Subsequently the lead was surgically abandoned. No additional adverse patient effects were reported.